Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying a "localizer faulted". No patient was present. Troubleshooting information was provided. The network device interface (ndi) toolbox was checked: bump and internal storage.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735821r (lot: p901281); product type: 2543-mnav - system h3: the system was serviced in the field, and the camera unit was replaced. Codes b01, c02, d02 are applicable to this analysis. D9, h3: the hardware was returned and analysis was performed. The returned positioning sensor unit (psu) had many nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2019, and intermittent illuminator current low dating back to (B)(6) 2024. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .758mm with a passing threshold of .250mm. Codes b01, c02, d02 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A1102 was coded for the error displayed. A05 was coded for the localizer faulting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.